Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Meter involved in incident and retain strips were returned and evaluated and performed to specification. No failure detected.

Event description:
Caller indicated the glucocard vital meter was giving blood variable results. She did not have any food, beverages, or medications two hours prior to her readings. She did not have any symptoms when she received a reading of 42 at 9:15 am. She tested again at 9:16 am and received 335. She then continued to test and received the following results at the following times: 9:18 am - 253, 9:19 am - 326, 9:28 am - 259, and at 10:55 am - 37. She is not receiving any oxygen therapy, sometimes has trouble getting a sample of blood, change lancets every time, washes hands with soap and water, allows fingers to dry thoroughly, uses fingertip as a testing site. She stores the meter within her purse but keeps the strips inside the medicine cabinet within the bathroom. I explained proper storage. Strips have been opened for one week. She stated that she is fine and did not have any symptoms that matched her lower readings. She doesn't like the fluctuations she received this morning while testing on the meter. She did not seek medical attention nor contact the paramedics. Her normal glucose readings range from 90-142 mg. Controls not used.